Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a detached needle is confirmed; however, the exact cause is unknown. One photograph of a powerglide pro was returned for evaluation. An initial visual observation of the photograph showed the device on a cloth. The needle shaft was completely detached from the housing of the device. No details of the separation could be discerned in the photograph. Additionally, the safety mechanism was activated and remained on the needle tip. Use residue was observed within the safety mechanism. The purple guidewire slider was in the advanced position. The guidewire was also advanced and appeared to be undamaged. The catheter was not observed in the photograph. A product label showed batch number rekw0432 and material number f118108pt. While the needle shaft was confirmed to be detached from the housing, there were no distinguishing features in the returned photograph of the device which could aid in identification of a specific root cause. This complaint will be recorded for future trending and monitoring purposes.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported, broke apart after I threaded the catheter and went to pull the needle out. Patient is totally fine, line is great. No other information was provided.